Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A caregiver reported low readings with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2020, a sensor scan of 130 mg/dl was obtained and the customer experienced feeling "unwell" and had vomiting and was taken to the hospital after an unspecified amount of time. A lab test of 400 mg/dl was obtained and the customer was treated by an hcp with glucose, saline, and an insulin drip (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported low readings with a horizontal trend arrow when scanning the adc freestyle libre sensor compared to a competitor's brand meter. On (B)(6) 2020, a sensor scan of 130 mg/dl was obtained and the customer experienced feeling "unwell" and had vomiting and was taken to the hospital after an unspecified amount of time. A lab test of 400 mg/dl was obtained and the customer was treated by an hcp with glucose, saline, and an insulin drip (dose unknown) for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.